Event description:
It was reported that this inflatable penile prosthesis was removed due to cylinder crossover. A new inflatable penile prosthesis was implanted. No patient complications were reported.

Manufacturer narrative:
Corrected h6 patient coding updated to unspecified tissue injury.

Event description:
It was reported that this inflatable penile prosthesis was removed due to cylinder crossover. A new inflatable penile prosthesis was implanted. No patient complications were reported.